Manufacturer narrative:
Per the user guide: systems like the t:slim x2 insulin pump with control-iq¿ technology are not substitutes for the active management of diabetes, including manually bolusing for meals. There are common scenarios in which automated systems cannot prevent a hypoglycemic event. Control-iq¿ technology is a feature of the t:slim x2¿ pump that automatically adjusts insulin delivery rates and amounts in response to readings from a cgm. The pump can be used with or without control-iq technology enabled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, while sleeping the customer experienced low blood glucose levels. During one low bg event, the customer fell "damaging" their face and mouth. Customer alleged the pump lacked a safety feature to automatically stop insulin; however, the customer also reported that they were aware that the control iq technology had this safety feature and reported that it had been turned off. No additional information regarding the low bg events was provided.